Event description:
The clavicle pin broke during insertion. The surgery was extended approx 30-45 minutes.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records found no mfg deviations or anomalies. A search of the complaint database found no prior reports for this part and lot number combination. A previous investigation found product development, marketing, and surgeon input has determined that the 2.5mm pin needs to have a short version for small pts to help prevent breakages. (B)(4) was initiated on jul 28th, 2009 to address the corrective actions. (B)(4) was completed on jun 10, 2011. The new part number for the shorter version pin is (B)(4). Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.